Event description:
It was reported that the universal modular electric/battery double trigger handpiece was not working. When the trigger was pulled, only a clicking sound could be heard. Additional clinical follow up with the customer indicated that the reset failed to resume function and an alternate product was obtained and set-up within a few minutes to complete the planned procedure. There was no report of harm, injury, or medical/surgical intervention.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.